Manufacturer narrative:
The peritonitis event occurred on an unspecified date in (B)(6) 2017. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event (for two weeks). Treatment for the event was not reported. On an unreported date the patient was discharged from the hospital. Pd therapy was ongoing. At the time of this report the patient outcome was not reported. No additional information is available.